Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers handle was broken. It was further noted that the power cord bay and keyboard latch were broken, and the stylus cable insulation was breached causing the stylus to work intermittently. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, reloaded and the software was updated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was found in storage with a broken handle. The device has been returned. There was no patient involvement. It was further reported that the programmers stylus subsequently tested out of specification during the manufacture's analysis. It was additionally noted that the stylus was operating intermittently.